Event description:
Patient was undergoing a radioembolization of a left hepatic carcinoid tumor utilizing sir-sphere microspheres. At the beginning of the procedure, during the right common femoral arterial access, the microsheath severed into 2 pieces during exchange over wire. At this point, left common femoral arterial access was obtained, .035 right-sided access wire snared, and the severed 4f indwelling residual microsheath was successfully removed. Left common femoral arterial closure with hemostasis obtained, utilizing a preclose device. Right common femoral arterial hemostasis was achieved, utilizing manual compression. The patient had right groin access (B)(6) 2014 and a star close device was utilized. The physician did not feel any resistance but this may have caused the device to shear off or the patient's clinical condition.